Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? Please confirm. Could you please clarify if this is the correct lot number (58mcxt)? No product is available for return. Events reported on mw# 2210968-2023-00592, and mw# 2210968-2023-00593. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a suture was used. When pulling out the suture snapped twice. No additional information was provided. There were no adverse consequences reported. No device is available for return.